Event description:
It was reported that shaft break occurred. The target lesion was located in the heavily calcified and tortuous mid-right coronary artery. After the lesion was engaged with a 6f guide catheter and pre-dilated with a 2x10mm non-compliant balloon catheter, a 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. However, after multiple attempts to advance the device, it was noticed that the shaft was broken. The entire system was removed, and the procedure was completed with another 2.75mm x 20mm synergy stent. No patient complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified a break 26.5cm from the distal tip. No issues identified with the hypotube shaft. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper distal tip was severely stretched. No other device issues were identified during returned product analysis. The allegation of difficulty to cross the lesion cannot be tested for and therefore cannot be confirmed.

Event description:
It was reported that shaft break occurred. The target lesion was located in the heavily calcified and tortuous mid-right coronary artery. After the lesion was engaged with a 6f guide catheter and pre-dilated with a 2x10mm non-compliant balloon catheter, a 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. However, after multiple attempts to advance the device, it was noticed that the shaft was broken. The entire system was removed, and the procedure was completed with another 2.75mm x 20mm synergy stent. No patient complications were reported, and the patient was stable post-procedure.